Event description:
It was reported to philips that, at the beginning of a pacemaker implantation procedure, a monitor was repositioned and struck a ceiling light arm, causing the light cover to become dislodged and fall. The cover fell onto the patient prior to creation of the device pocket. The patient was re-disinfected, and the procedure was completed as planned without further reported issues.